Event description:
The event is reported as: the distal end of the cannula is broken. Broken pieces were found. Plastic tubing that is assembled into the cannula is broke and exhibits various cracks away from breakage. Balloon material has a tear on one side. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.